Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was originally reported that the handpiece falters and malfunctions. Follow-up later revealed that before surgery, the device was not cutting and would not stay on. No adverse events were reported as a result of this malfunction. There was no patient involvement, no harm and no delay.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor speed was not stable. The motor was replaced and resolved the reported issue. Review of the previous repair record identified the motor was malfunctioning and was replaced which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.